Manufacturer narrative:
Analysis of the anchor lot# n759234 found foreign material in the stimulation packaging/accessory kit. Conclusion code 11 no longer applies. Product analysis #702235493: analysis information -- (B)(4) 2018 17:58:47 cst pli# 10 product ID# 97792 below is unedited, system generated text based on the analysis finding code(s) and test results. A material analysis was performed. {the foreign material was determined to be polyisoprene which is not the same material as the silicone anchor. There was also an ester glue like material on the bonded side of the fm (see the chem tech report). The origin of the fm is unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed. Additional review indicated conclusion code is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer's representative regarding an implantable component. It was reported that a shaving came off the new anchor as it was put on the sterile field. They will be sending the anchor in for analysis. The healthcare provider used another anchor during the implant. No symptoms or further complications reported.